Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was scheduled for lead revision. When the leads were removed and reinserted into the header, interaction with the pin connector of the header resulted in artifact and inhibition pacing. The leads and the device were removed and replaced. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.